Event description:
It was reported that the arctic sun device was not cooling. Per review of wo on 12sep2025, device was used on patient. No patient impact reported, switched to different device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
He reported issue was confirmed. The root cause of the reported issue is a failed chiller pump. The device was evaluated upon receipt. Functional test failed because it doesn't cool. The complaint was caused by a broken chiller pump. The device was filling up correctly. Chiller kicked in normally but chiller temp t4 isn¿t going down, stays steady on its starting temperature. This is caused by a not running chiller pump. Measured the voltage to the pump 23.8v. So that should be not the problem. Checked the flow of the chiller pump and there was no flow. Replaced the chiller pump. During the second functional test the valve of the chiller system made a lot of noise. A 2000-hour pm was completed on the device. Secured the chiller valve and the noise is normal now. As part of the pm, replaced the circulation pump, mixing pump, heater, and drain valves. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d,f,h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. Per review of wo on 12sep2025, device was used on patient. No patient impact reported, switched to different device. Per sample evaluation results received via task on 15oct2025, it was reported that the during the second functional test the valve of the chiller system made a lot of noise.